Event description:
Additional information received reported that the patient had 'eight broken leads.' The patient surgery on (B)(6) 2013 to fix them. Following the procedure the patient was on program 3 at 4.2v and raised stimulation to 4.3v. It was noted that the patient was having a hard time syncing to the ins due to swelling and bandages.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3093-28, lot# v013091, implanted: (B)(6) 2007, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had found 'a lot of help' from the device over the years, but was 'really having a problem' at the time of the report. The reporter stated that the patient needed to have surgery to replace the unit or repair the leads that had broken, but no surgery was scheduled. It was reported that the patient was having difficulties scheduling the surgery with her doctor. Two weeks later, it was reported that the cause of the event was a car accident and there were high impedances at reprogramming on (B)(6) 2012. Signs and symptoms of the event included loss of clinical effect. The patient did not require hospitalization. No patient outcome was provided.

Event description:
It was reported that the patient experienced a loss of therapeutic effect following 'some form of trauma.' The reporter stated that the patient had 'broken leads' that needed to be 'reattached' to the implantable neurostimulator (ins). The reporter was unsure of what caused the damage, but mentioned that the patient was in a car accident two years prior to the report. The patient had a resurgence of frequency issues after that and saw her healthcare provider (hcp) because of that. Diagnostic tests were performed and it was determined that the issue was damaged leads. The reporter stated that the patient was supposed to have the lead issue taken care of, but instead, the patient had spent the last couple of months 'in the dark.' If additional information becomes available, a follow-up report will be submitted.